Manufacturer narrative:
The complaint will be updated once the investigation is completed. Trends will be evaluated.

Event description:
Insert exchanged as part of irrigation and debridement of knee joint.